Manufacturer narrative:
The device was returned to the manufacturer for evaluation. A review of the manufacturing records was performed and there were no non-conformance during manufacture that would be related to this complaint. All testing requirements were met. The packaging was opened and the contents examined. The complaint was confirmed. The unit would not function in high mode. The batteries and battery pack was examined. One of the batteries showed corrosion on the negative end and mating battery pack terminal (position 4). The corroded battery was replaced and the unit was tested. It functioned correctly in both high and low modes. The cause of this complaint is a corroded battery. The root cause of the corroded battery is not known.

Event description:
It was reported that during surgery, the high speed on the zimmer pulsavac plus would not work. It was noted that the surgeon requested a new device to be opened as he needed both high and low speeds. There was no patient harm, however, there was minimal delay reported. The procedure was completed with an alternate device. During device analysis, it was observed that one of the batteries showed corrosion on the negative end and mating battery pack terminal.